Event description:
It was reported that the patient was admitted for anemia and melena. The patient was seen by gastroenterologist. The video capsule showed a tiny arteriovenous malformation and sital ileum culprit. C spoe was done and showed diverticular disease but no active bleeding. The patient received multiple transfusions. The patient was started on octreotide gmonth and discharged home.

Manufacturer narrative:
Previous admissions for bleeding: MFR # 2916596-2023-03519, # 2916596-2023-03585 and # 2916596-2023-03587. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.